Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. Device received with normal operating currents. No unexpected failed battery test alarm noted during testing or in the device trace download. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and had keypad anomaly. The customer's blood glucose level was unknown at the time of incident. Customer stated that the buttons of the insulin pump are harder to press. Customer stated that the insulin pump rejected new batteries. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.